Event description:
The loaner device was in for refurbishment when factory service discovered that there was noise on the ECG display sufficient to obscure a shockable signal.

Manufacturer narrative:
The device has been received, but add'l time is required to complete the investigation. Upon its completion, a supplemental will be submitted.